Event description:
Boston scientific received information that this product was part of a system explant due to the products eroding through the patient's skin. There was no report of adverse patient effects due to the explant procedure.

Event description:
Subsequent information received indicated a new system was implanted on the right side. Defibrillation threshold (dft) testing was unsuccessful due to the patient's high dfts. A life vest planned to be placed on the patient for one month until another system could be implanted on the left side.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, there have been no adverse patient effects reported.